Event description:
A user facility reported a blood leak coming from an ips sensor port. The user cut out the sensor and used a connecting device to join the cut end of the tubes back together. There was no specified patient serious injury. The complaint sample was no available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak coming from an integrated pressure sensor port. Pressure values were still being displayed on the console. Due to the leak, the user cut out the sensor and used a connecting device to join the cut end of the tubes back together. The patient experienced a blood loss of approximately 50 ml. There was no specified patient serious injury. The complaint sample was not available for product investigation.

Manufacturer narrative:
Additional information: b5, d4, h6. Plant investigation: no similar complaints have been reported about this batch number, and a review of the manufacturing records revealed no non-conformity. The product was not available for investigation, and a definitive cause could not be confirmed. Possible causes of the leak include defective gluing of the integrated pressure sensor (ips) or damage of the tube during manufacturing process, a defect in the tube near or underneath the sensor casing and/or overbending of the tube close to the ips. As a physical evaluation could not be carried out, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, the record will be updated accordingly.